Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that eighteen months following the implant of this transcatheter bioprosthetic valve into a failed no n-medtronic surgical valve, a second valve was implanted for severe central regurgitation. Mild aortic regurgitation was noted post implant. No adverse patient effects were reported.